Manufacturer narrative:
1. DHR/bhr review(lot#3108434): 1)this batch of products were assembled at intima ii auto line (B)(6) 2023, and packaged at cfs package line in (B)(6) 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 used sample, the gauge is 18g, please see attachment (B)(4) for the photos. 1)the septum of the sample has been dislocated and the injection hole in catheter hub has been exposed, which causing the sample to leak. 2)the distribution of uv adhesive in the catheter hub is checked under the purple lamp, no abnormality is found. 3. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 4. Functional test (45psi leakage test) is conducted on the retained samples of the complained batch, no leakage is found, and no abnormality is found on the septums. Please see attachment (B)(4) for the test report. 5. It is recommended customers to use the appropriate product for high-pressure injection. Conclusion(s): no abnormality is found on process and retained samples, no abnormality is found in the distribution of uv adhesive in the catheter hub of the returned sample, and the product (sku 383050) has never been declared to be used for high-pressure injection, so the root cause of the displacement of the septum is related to the wrong use of the product.

Event description:
On (B)(6) 2023, the patient went to the CT room of (B)(6), and an 18g intravenous indwelling needle was given to establish a venous access. No abnormalities were found during the sealing and prefilling. The patient entered the CT examination room, connected the high-pressure syringe line, and manually there was no abnormality in the pressure test, and a high-pressure injection of 0.9% sodium chloride injection was given at a speed of 5 ml/s. When the injection reached 25 ml, the self-monitoring found that liquid flowed out quickly from the indwelling needle. The injection was stopped immediately. After entering the examination room, it was found that there was something on the front end of the puncture site. There was local swelling (1.5*1.5cm), the white inside the needle tube at the end of the indwelling needle was blocked, and the end was leaking, and there was fluid flowing out of the end. The indwelling needle was pulled out and punctured with a 20g intravenous indwelling needle again, and the examination was successfully completed. The pulled out 18g intravenous indwelling needle was used for pulse sealing demonstration with pre-filled injection solution, and it was found that liquid flowed out of the end of the indwelling needle. A second intravenous indwelling needle puncture was performed on the patient, and the local swelling was covered with a hydrocolloid dressing.

Event description:
It was reported that bd intima-ii 18gax1.16in prn leaked due to the blocked needle the following information was provided by the initial reporter; "on *b)(6), 2023, the patient went to the CT room of the radiology department for cervical vascular cta, and an 18g intravenous indwelling needle was given to establish a venous access. No abnormalities were found during the sealing and prefilling. The patient entered the CT examination room, connected the high-pressure syringe line, and manually there was no abnormality in the pressure test, and a high-pressure injection of 0.9% sodium chloride injection was given at a speed of 5 ml/s. When the injection reached 25 ml, the self-monitoring found that liquid flowed out quickly from the indwelling needle. The injection was stopped immediately. After entering the examination room, it was found that there was something on the front end of the puncture site. There was local swelling (1.5*1.5cm), the white inside the needle tube at the end of the indwelling needle was blocked, and the end was leaking, and there was fluid flowing out of the end. The indwelling needle was pulled out and punctured with a 20g intravenous indwelling needle again, and the examination was successfully completed. The pulled out 18g intravenous indwelling needle was used for pulse sealing demonstration with pre-filled injection solution, and it was found that liquid flowed out of the end of the indwelling needle. A second intravenous indwelling needle puncture was performed on the patient, and the local swelling was covered with a hydrocolloid dressing."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.